Event description:
Per the clinic, the patient experienced skin overgrowth and keloids around the abutment. Subsequently, the patient underwent a revision surgery under general anesthesia on (B)(6) 2026, for excision of excess skin and soft tissue thinning. The implanted device remains.